Event description:
Complainant alleged that while attempting to defibrillate a sixty-nine year old male pt in cardiac arrest, the device displayed an "install batteries" message and would not deliver a shock. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.